Event description:
During an atrial fibrillation (afib) procedure, it was reported the patient had a pericardial tamponade. A pericardialcentesis was performed. Multiple attempts have been made to request for additional information regarding this event however no additional information was provided at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: 1. Carto 3 system: model #: fg-5400-00m, serial #: (B)(4). 2. Stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3. Cool flow pump: model #: m-5491-02, serial #: (B)(4). 4. Sound star catheter: model #: sndstr10, lot #: unk. (B)(4).